Event description:
Additional information received that indicated on (B)(6) 2021, the right ventricular (rv) lead was capped and replaced. Patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was found to have loss of capture and high pacing impedance. The patient was asymptomatic. No intervention was performed. The patient was stable throughout appointment.